Event description:
It was reported that calibration was not possible. The status of the programmer is unknown. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information no eval explain. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that calibration was not possible. The programmer was returned for repair. No patient complications have been reported as a result of this event.